Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00640. It was reported that the patient was not receiving adequate therapy, due to lead migration. As a result, on (B)(6) 2019, the patient's leads were re-positioned through surgical intervention. Therapy restored post-op.

Event description:
Device 2 of 2 MFR. Reference report#: 3006705815-2019-00640.